Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer touchscreen was unresponsive to the finger or stylus stimuli. It was noted that the programmer was attempted to be reset by removing the battery with no success. The programmer has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of an unresponsive touch screen, the touch screen responded as expected. It was noted that the device did have "static" noise when powered up. The device was to be scrapped.

Manufacturer narrative:
Failure analysis was performed on the computing platform (cp). Visual inspection revealed no anomalies. Bench analysis found no touchscreen anomalies. Audible static was noted when the cp was powered. The speaker/cable assembly was swapped out, but no change. The failure was isolated to the cp assembly. Conclusion: could not confirm the reported failure of unresponsive touchscreen. The failure of "static" noise found during service and repair was confirmed when powered up. The failure was isolated to the cp assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.